Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. Also, was the knife reverse switch attempted? If yes, did it function as designed? Did the manual override function at all? If yes, please provide details. Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, malfunction after first fire. Able to remove stapler from patient but could not open stapler to remove stapler and reload. Jammed shut attempted manual override after several attempts to unjam device, still stuck. 2nd staple required for 2nd firing.

Manufacturer narrative:
(B)(4). Batch # t5cu70 investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.